Event description:
An aus device was implanted on 9/13/88. The pump was revised on 5/13/97. The cuff was removed from the pt and replaced on 7/8/97 due to recurring incontinence-cuff tubing kinked. A balloon was also implanted-old balloon was left in place and plugged.